Event description:
A brush in the package of 16 was slightly shorter than normal, but was just short enough not to get all the way through the back gap between 2 teeth. Also noticed that a few, I think 3, brushes loosened from the plastic handle after only two uses. Looks like I got a ¿bad¿ package! This is the one and only issue I¿ve had using plackers angle brushes for years.